Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro closure device was selected to be used. Transesophageal echocardiography (tee) imaging showed a maximum diameter of approximately 32 mm, with well-developed pectinate at the tip and a wide, shallow broccoli shape. Based on the measurements taken, a watchman double curve access system (was) and 35mm closure device were selected and deployed approximately eight times, but the position, anchor, size and seal (pass) criteria were not met. A 31mm device was used to reduce the size and was deployed three times, but the shoulder protrusion of the closure device could not be suppressed. It was attempted again with a 35mm closure device and a was single curve. It was deployed about three times, and the position protrudes by a maximum of less than 1/2. The tug test, compression rate, and leak met the pass criteria, the physician determined that the position was acceptable, and it was released. During intraoperative recapture, the 45 degrees lateral wall anchor did not release approximately four times, and it was found that the laa wall was stretched. As a measure, it was covered with a was sheath while slowly pressing the ball. No increase in pericardial fluid was observed during device replacement. After release, tee showed a slight increase in pericardial fluid. Since there has been no increase over time and the patient vital signs remained stable, the patient was placed under observation. There was no patient injury.